Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. Reviews of the complaint history, device history record, drawing, instructions for use (IFU) and quality control procedures and a visual inspection, dimensional verification, and functional test of the returned device were conducted during the investigation. The visual inspection of the returned device showed biomatter throughout the device. Both marker bands were present and appeared to be secure. No damage was observed to the strain relief or hub. A wire guide was passed through the length of the catheter. Functional evaluations identified a longitudinal tear extending from the middle region of the balloon to the proximal balloon bond. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the drawings and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that the device failure cannot be traced to the device but attributed to the diseased state of the patient¿s vasculature. Measures are being conducted to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: non-healthcare professional. PMA/510(k) number: k130293. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an interventional procedure of the right superficial femoral artery involving a (B)(6) year-old male patient, an advance 18 lp low profile balloon catheter ruptured inside the patient. A 6 french 45 centimeter cook ansel sheath was used during the procedure as well as an unknown inflation device. The balloon was inflated using a 50/50 solution of visiopaque contrast to saline to 8 atmospheres when the device ruptured. It is unknown if the device was inflated successfully prior to rupture or if the balloon was inserted, removed, and reinserted. The device was removed over a wire by itself. The vessels were reportedly highly calcified; however, angulation and tortuosity were not reported. It is unknown if the device ruptured circumferentially or longitudinally. Blood was not observed in the inflation device, and the balloon was not inflated inside a stent prior to rupture. The procedure was completed using another device. During the same procedure, another cook advance 18 lp low profile balloon catheter was unable to cross the lesion (this is a non-reportable event). In addition, another cook advance 18 lp low profile balloon catheter ruptured. This event will be reported under patient identifier (B)(6). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.